Event description:
Note: this report describes the second of two related events. This report refers to the second procedure (wallstent enteral ng placement). Refer to medwatch report #6000050-2007-00146 for a description of the first event. Note: the event date and patient weight are unknown. According to the complainant, "the colonic prosthesis had been correctly placed and deployed; the occlusion had disappeared. The next day, the diameter of the prosthesis had reduced. And, the third day, the occlusion had appeared again. The physician made a dilatation (device and manufacturer unknown) of the prosthesis at 15mm but without (success). The fifth day, the physician wanted to place a wallstent inside the wallflex (to increase the radial force) but the lumen of the wallflex was nonexistent. So he decided to remove the wallflex in order to place the wallstent. The wallstent was correctly centered on the stenosis but the physician did not manage to deploy the prosthesis, he strongly pulled the deployment system without success. The physician decided to stop the procedure after (4.5 hours).." The patient died following the procedure (time and date unknown). The physician who performed the procedures commented that the patient's death (was) a result of the ovarian cancer." The death certificate states, "the patient died due to this prolonged procedure time and to her general condition (her ovarian carcinomatosis presaged a short life expectancy)."

Manufacturer narrative:
The device has not been received, a device evaluation has not been performed. Therefore, the relationship between the device and the cause of the event is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The october 2007 15-month ng enteral stent product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.